Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system that contributed to the injury. The IFU states to watch for moving parts.

Event description:
During a patient transfer from the flextrak to the patient table the patient took hold of the table top. When the patient table was moved upwards the patient's hands became caught between the tabletop and the patient table resulting in 2 broken ring fingers. Prior to the take over the patient was requested to keep his hands on his stomach, but the patient did not pay attention to this request.